Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated field: d9. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the ultrasound gastro videoscope suddenly failed the ultrasound vision during an unspecified diagnostic procedure. The procedure was prolonged for greater than or equal to 30 minutes and completed with same device. After resetting the system, the device has started working normally. There were no reports of patient or user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.